Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states "material sensitivity reactions". Number 10 states "fretting and crevice corrosion can occur at interfaces between components." Number 14 states "postoperative bone fracture and pain." This report is number 5 of 5 mdrs filed for the same patient (reference 1825034-2016-03665 / 03669).

Event description:
Patient underwent a left total hip arthroplasty revision procedure approximately seven years post-implantation due to pain, metallosis, and corrosion. During the procedure, it was noted that the screw head was interfering with the liner.